Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Around (B)(6) 2026, the legal guardian (lg) observed a skin site reaction after removal of a pod that had been worn on the patient¿s arm for an estimated duration of 49 to 71 hours. The lg reported that following pod removal, the skin site appeared red, sore, and slightly purulent. The patient was not wearing a pod at the time medical attention was sought, as a new pod had already been applied at a different body location. The lg sought medical care at a local walk-in medical center on (B)(6) 2026. A skin infection was diagnosed, and treatment with oral antibiotics and a topical antibiotic cream was prescribed. (Medication names are unknown). The lg reported that the infection resolved following treatment. No information was provided regarding blood glucose levels in association with the event.